Event description:
It was reported that the distal tip of the annulotome fractured off and remained a relatively non-retrievable foreign body during an endoscopic disectomy. Approx 4-5mm of the blade tip remained situated near the anatomical center of the l5/s1 disk. As the pt's anatomy dictated at that time, retrieving the tip would have significantly extended the procedure approach adn duration, and possibly increased the risk of nerve injury. The surgery was otherwise completed without event and of course, the instrument was sterile prior to failure. The surgeon may monitor the foreign body migration.

Manufacturer narrative:
Co was informed of the incident on 01/17/2008. We will send a follow-up report with the evaluation results.